Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 485 mg/dl, at the time of incidence. Customer did not have the backup plan with them. Customer did the high pressure test and test was passed. Customer was okay to troubleshoot for high blood glucose level. Customer was advised to perform self-test. Customer noticed that they did not get the low reservoir alarm when they had low blood glucose level. Customer was advised to treat as per advice of their health professional. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.